Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image on the insulin pump screen. The customer¿s blood glucose was 93 mg/dl. Customer also reported that the insulin pump was vibrating and did not stopped. Troubleshooting steps were provided for critical pump error. The customer was advised to insulin pump would need to be replaced and discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.